Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the physician tried to return the subject coil from aneurysm after kick back however, could not move the subject coil and microcatheter. The subject coil deployed prematurely and end of the coil invaded the parent vessel. The physician then deployed a stent. No further information is available.

Event description:
It was reported that during the procedure, the physician tried to return the subject coil from aneurysm after kick back however, could not move the subject coil and microcatheter. The subject coil deployed prematurely and end of the coil invaded the parent vessel. The physician then deployed a stent. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of 'undeterminable' was assigned to as reported "main coil prematurely detached/separated during use".

Manufacturer narrative:
G4 PMA/510(k - corrected. D4 gtin: corrected. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject coil delivery wire was seen to be kinked/bent. The main coil was found to be detached/separated from the delivery wire. Functional test was not required as event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis, and it was noted that the coil delivery wire was seen to be kinked/bent. The mail coil was found to be detached/separated from the delivery wire. The reported event was confirmed during analysis. Based on a review of all available information and the analysis of the returned device it is probable that while trying to adjust the coil at the desired location, the coil detached prematurely due to procedural factors. The as reported and as analyzed codes: main coil prematurely detached/separated during use and as analyzed code: coil delivery wire kinked/bent will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the physician tried to return the subject coil from aneurysm after kick back however, could not move the subject coil and microcatheter. The subject coil deployed prematurely and end of the coil invaded the parent vessel. The physician then deployed a stent. No further information is available.